Event description:
It was reported that during a stenting treatment procedure, poor stent apposition and stent deformation occurred. The procedure treated the 90% stenosed target lesion located in the severely calcified and mildly tortuous proximal left anterior descending artery. After pre-dilation, a 3.5x20mm promus element plus stent was successfully advanced and deployed. Next, an nc quantum apex balloon was advanced without resistance and used for post dilation. It was then noted that the proximal edge of the stent appeared to have deformed. Imaging was performed and confirmed the stent struts were not well apposed to the vessel wall. A smaller stent was then deployed overlapping the stent edge of the 3.5x20mm promus element plus stent and inflated at high pressure which appeared to correct the problem and successfully complete the procedure. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause of this investigation is caused by other device. (B)(4).